Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the sieve beds are dusted.as stated on the repair statement: pilot valve is causing unit to alarm and shut down.